Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend when the sensor glucose and blood glucose readings were off from each other by 300 points. Troubleshooting was done. The customer removed and discarded the sensor. The customer also received sensor error alerts and experienced blood at the insertion site.the customer's insertion site was not actively bleeding. Nothing further reported.